Event description:
The customer reported that the screen was locked and alarms did not sound. They can only access the screen via the x3 module. This occurred in the uci infectious diseases department unit 6. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and checked what was reported by the customer; the monitor¿s touch was found to be locked. The fse restarted the monitor and checked the mx550 monitor connection to the x3 module. The equipment was then working per manufacturing specifications. Based on the information available and the testing conducted, the cause of the reported problem was the monitor touch being locked; the cause of the touchscreen becoming locked was unknown. The reported problem was confirmed. The device was operational after the monitor was restarted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.